Event description:
Vancocin hydrochloride 1 gm added to add-ease connector to activate for meds, by pharmacy. Medication activated prior to anyone using intended procedure for activation. 3 of the bags activated prior to getting to nursing home.